Event description:
The customer reported that the unit was leaking cidex from the reservoir. The reservoir was less than half full. There were no injuries reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse found a crack on top tube inlet on tank. The fse replaced tank and heater. The fse tested unit for leaks. The fse ran one empty cycle. Unit meets manufacturers specs.